Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: excess skin. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with two 610cc mentor memoryshape breast implant prostheses (left: revision, right: primary) and experienced bilateral cutaneous contour deformity, left-sided rupture, and right-sided surgical intervention postoperatively. On (B)(6) 2020, the patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. During the consultation, the patient¿s physician stated that a body scan performed on unspecified date indicated left-sided rupture. In addition, the physician stated that the patient experienced left-sided radiation fibrosis and lipodystrophy, and bilateral excess skin. As a result, the patient underwent a surgical intervention for the excess skin on her right breast and removal and replacement with a 595cc mentor gel breast implant for her left breast on (B)(6) 2020. This report is for the right-sided prosthesis.